Manufacturer narrative:
A revision procedure was performed. The pocket was reopened, and it was discovered that the rv defibrillation lead's terminal pins were reversed in the header. The lead was reconnected in the proper configuration, and the pocket was closed. Current records suggest that this device and rv lead remain implanted and in service. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous right ventricular (rv) lead were exhibiting noise on the rv rate/sense and shock channels. Lead impedance measurements were stable. The patient is pacemaker dependant, and experienced syncopal episodes due to pacing inhibition from the noise.